Manufacturer narrative:
Correction to field b3: date of event. Upon receipt of this inflatable penile prosthesis at our quality assurance laboratory, this device was thoroughly analyzed. Microscopic analysis identified the cylinder presented two holes in the outer tube at the corner of two folds from wear in the proximal end of the cylinder. The device was functionally tested too, concluding the cylinder did not pass the leakage test due to a leak from the krt (kink resistant tubing) from wear. The pump was analyzed too, confirming its tubing was cut down to the pump block and passing the leakage test but, the functional test for pump did not pass. The allegation of a hole in the left cylinder was confirmed. Based on the information provided, cause traced to component failure was selected as the most probable cause for the complaint. Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the patient went to the hospital, and it was confirmed that the left cylinder had a hole. Two weeks later, a surgical procedure was performed to replace the cylinder and pump. There were no patient complications.

Event description:
It was reported that two weeks before the operation, the patient went to the hospital, and it was confirmed that the left cylinder had a hole. Due to this, a surgical procedure was performed to replace the cylinder and pump. There were no patient complications.